Event description:
The aci vascular closure specialist reported that a male patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Peri-procedure the patient was anti-coagulated with angiomax. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was prepped and deployed in accordance with the IFU. During deflation of the balloon and removal of the device, the sealant came out attached to the balloon. Hemostasis was achieved with 25 minutes of manual compression. A femostop was applied as a precaution. The patient was reported as hospitalized, but not mynx related. The patient was discharged from the hospital on (B)(6) 2012. No additional information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was bunched over the balloon proximal bond and soaked with blood. The catheter, shuttle cartridge and advancer tube were inspected for anomalies i.e. Kinks, deformity. No anomalies were observed. If the balloon is not fully deflated during removal of the catheter through the advancer tube, the balloon may drag part of the sealant into the advancer tube. Then during the removal of the advancer tube the sealant could be dislodged from above the arteriotomy and possibly expel the sealant. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1209701) indicated that the device lot met all established performance criteria prior to shipment.